Event description:
The technician reported the side rail will not latch. The bed was located in storage. There is no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the side rail latch d-pin is rusted and worn. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the side rail latch d-pin to resolve the issue. Based on this information, no further action is required.